Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2013 and mesh was implanted. On (B)(6) 2017 the patient presented (B)(6) medical center for excision of the mesh due to chronic lower abdominal pain, bulge in the lower abdomen, and eventration of mesh. During the procedure, dr. (B)(6) noted that ¿dense omental adhesions to the abdominal wall and the region of the mesh were identified ¿. Dr. (B)(6) also noted that ¿omentum had to be removed and dissected free from the overlying mesh¿. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) - surgical intervention. It was reported that the patient underwent mesh excision on (B)(6) 2017 under dr. (B)(6).